Event description:
Patient reported a left side "extracapsular rupture", "benign calcifications", "radial folds compatible with elastomer", ¿astonishment, despair, and fear¿ and "cyst of up to 0.9 cm bilaterally" not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture."

Event description:
Healthcare professional reported a left side "extracapsular rupture", "benign calcifications", "radial folds compatible with elastomer" and "cyst of up to 0.9 cm bilaterally". Device remains implanted.